Event description:
The patient was undergoing an elective cerebral aneurysm embolization. After "trapping" the px400 into the fusiform aneurysm with the neuroform stent, the physician advanced the first penumbra coil. Upon exiting the px400 micro catheter, the coil encountered some friction and it was quickly established that the coil had deployed from the "pusher wire". Suction was placed on the back end of the px400 micro catheter with a 60cc syringe and the entire system was removed. Due to the precarious nature of the stent placement, a smaller coil system (not penumbra) was advanced into the aneurysm to complete the embolization. No patient injury was reported during this treatment.

Manufacturer narrative:
Device investigation: the coil was returned inside the px400 micro-catheter. The catheter was not mentioned in the complaint. The pusher assembly was returned separately. Results: the pusher assembly pet lock is intact. The distal detachment tip (ddt) has the pull wire in place in the capture feature. The proximal constraint ball is not inside the ddt. The coil is well formed, aside from minor damage which occurred during removal from the catheter. The sr wire is intact and the proximal constraint ball is in place at the end of the coil. The ddt of the pusher was removed and measured. The inner diameter of the ddt was measured using an optical measurement system and measured 0.01464". The proximal constraint ball outer diameter was measured on the same system and measured 0.01304". Both of these measurements are within specification. Conclusion: the unintentional release of the coil noted in the report is confirmed. The cause of the release is a failure of the detachment system under excess tensile load. The total force applied to the detachment system cannot be determined after the fact but review of the device history record shows that all tested units met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.